Event description:
Customer reported to beckman coulter, inc. (Bec) that the immage immunochemistry system was giving vacuum out of range low errors. Customer reported that the sample and reagent probe wash stations were not draining and fluid was overflowing onto the top of the instrument. Customer reported that the overflowing fluid was confined to a small area around the wash stations. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the vacuum issue was due to a worn diaphragm. The fse replaced the diaphragm. The fse flushed and installed the check valve. The fse ran prime and washed all the cuvettes.

Manufacturer narrative:
(B)(4).